Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The device was visually inspected, functionally tested, a power on self-test performed and an alarm log review was completed. The cause of the damaged safety clamp shim is due to wear and tear. To correct the condition, the safety clamp shim was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have a damaged safety clamp. There was no patient involvement. No additional information is available.